Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting the system up, the site lost the health care professional profiles. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter added. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting the system up the site lost the health care professional profiles. No patient was present at the time of the event.